Manufacturer narrative:
Due to the returned condition of the device (clip was not returned), the reported gripper actuation issue and complete clip detachment could not be replicated in a testing environment. The inability to remove the gripper line was not confirmed. A detached suture knot was observed and potentially influenced the reported gripper actuation issue, mechanical jam and expulsion. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate the lot-specific product issue. The investigation determined that the reported gripper actuation issue, inability to remove the gripper line and complete clip detachment appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report complete clip detachment (ccd), foreign body in the patient and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was deployed; however, when the actuator knob was pulled back, the clip completely detached from both leaflets. The clip remained on the gripper line. An attempt was made to remove the clip with the gripper line, but the gripper line did not move. Another clip was implanted without issues, reducing mr to 1. After the additional clip was implanted, a snare was used to remove the clip through the aortic valve, causing a clinically significant delay in the procedure. The patient was noted to be in good health. In the physician opinion, the grippers did not work. No additional information was provided.